Event description:
On 1/13/92 the patient was admitted to our hopital with the diagnosis of intra-abdominal foreign body. The foreign body was discovered by a physician during a routine exam. The dr. Was able to appreciate fullness in patient's right upper quadrant. The patient had no complaints. Further studies (cat scan) was indicative of a foreign body (sponge). On 1/13/92 the patient underwent an exploratory laparotomy for removal of foreign body from abdomen. The foreign body was identified as a laparotomy gauze sponge. The pathologist's report identified the specimen as a square piece of surgical gauze which is soaked with pus like material. It measured 30.0 cm x 30.0 cm x .6cm. The patient had a history of previous abdominal surgeries in 1988 and 1989 at other facilities. The results of culture on specimen showed no organism growth. The patient requested and was given the spongedevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown, none or unknown. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was destroyed/disposed of.